Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal setup joint (psuj) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj was analyzed and the customer reported complaint was confirmed and replicated. In lighthouse, error 319 was found indicating node not present thus confirming the fault occurred in the field. It was coupled with error 31266 indicating aurora link error. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in which it triggered the non-recoverable 319 error on startup thus replicating the event. The unit was then installed on a patient side cart fixture test platform (pftp) where it failed to find 3 nodes during programming with log errors 319 and 32100. Installed golden axes controller setup (acu) and still failed to find the nodes. A golden fiber was installed with the golden acu and it passed all relevant tests. Once testing was completed, the fiber cable was aba tested and verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the site called in with an error on universal surgical manipulator (usm) 2. The logs indicated error 319 starting at the proximal set up joint (suj). The site had a case scheduled for the day, but it was canceled prior to starting the system, and the cancellation was not due to the error. The site started the system to move it out of the room and encountered the error. The procedure was aborted with no patient involvement.